Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump, (B)(4), was returned to the manufacturer for evaluation; however, at the time the complaint was received no evaluation was required; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
A report was received that a patient had been dealing with an infection along his driveline for over three months. The surgeon performed two debridement procedures and the patient had been given intravenous antibiotics multiple times over the course of three months. The infection had progressed along the driveline and was nearing the mediastinum so the decision was made to exchange the pump and driveline. The infection was successfully treated by exchanging the pump on (B)(6) 2014. It was last reported that this patient was discharged home and was doing well.